Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified. The display was not cracked but excessive scratches were observed on the display cover lens. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the display was found to be dim and discolored. A battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly the display was cracked and no information was provided regarding the legibility of the screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.